Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic valve, the patient died due to hemorrhagic shock associated with an iliopsoas hemorrhage. Per the physician, neither the device nor the procedure contributed to the cause of death. Additional information was received that the left femoral artery was used as the access site for the delivery catheter system.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic valve, the patient died due to hemorrhagic shock associated with an iliopsoas hemorrhage. Per the physician, neither the device nor the procedure contributed to the cause of death.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.